Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's concurrent conditions included low back pain and bloating. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain / pain"), allergy to metals ("severe allergy to nickel") and rash ("skin rashes"). The patient was treated with surgery (remove the essure implant) and surgery (surgical removal of coil(s), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, abdominal pain lower, pelvic pain, allergy to metals and rash outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, device dislocation, genital haemorrhage, pelvic pain, perforation and rash to be related to essure. The reporter commented: she had need for additional surgery most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received: device dislocation, device monitoring procedure not performed were added. Reporter, concomitant diseases, product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube (s))"), device dislocation ("migration of essure device / migration of essure device location of device: pelvis / failure to occlude (close) fallopian tube(s)"), gallbladder disorder ("gastrointestinal or digestive system condition type: gall bladder surgery") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera from 2004 to 2009. Past adverse reactions to the above products included contraception with depo provera. Concurrent conditions included low back pain, bloating, body mass index normal and fibromyalgia since 2005. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pain / pain") and fallopian tube spasm ("difficult to perform on the right side due to tubal spasms"). In 2010, the patient experienced depression ("hormonal changes describe: depression / psychological or psychiatric problems- condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced allergy to metals ("severe allergy to nickel / nickel allergy") and urticaria ("rashes or skin conditions- type: hives"). In (B)(6) 2016, the patient experienced gallbladder disorder (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), rash ("skin rashes / rashes or skin conditions type: rashes"), urinary tract infection ("infection (bladder/ d urinary tract/vaginal) type: utis"), major depression ("psychological or psychiatric problems condition: major depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (surgical removal of coil(s), bilateral salpingectomy, hysterectomy (full)), surgery (surgical removal of coil(s), bilateral salpingectomy, hysterectomy (full)) and surgery (gall bladder surgery). Essure was removed in (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, gallbladder disorder, genital haemorrhage, abdominal pain lower, allergy to metals, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and fallopian tube spasm outcome was unknown, the pelvic pain, rash, migraine, headache, alopecia and urticaria had resolved, the depression and major depression was resolving and the fatigue had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, fatigue, gallbladder disorder, genital haemorrhage, headache, major depression, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion, migration of essure device; on 29-nov-2010: unilateral occlusion, migration of essure device on (B)(6) 2010 and (B)(6) 2010 hysterosalpingogram should unilateral occlusion (left tube occluded), migration of essure device, other (please describe) essure coils in mid right and left pelvic cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: depression, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ d urinary tract/vaginal) type: utis, psychological or psychiatric problems condition: major depression, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, perforation (fallopian tube (s)), gastrointestinal or digestive system condition type: gall bladder surgery and difficult to perform on the right side due to tubal spasms event perforation update to fallopian tube perforation. Outcome of event pelvic pain, rash, depression were update. Date of explanted were update from (B)(6) 2015 to (B)(6) 2017. Onset date of event device dislocation, pelvic pain, depression, vaginal haemorrhage, menorrhagia, allergy to metals were update. Concomitant disease, historical drug, plaintiff name were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube (s))"), device dislocation ("migration of essure device / migration of essure device location of device: pelvis / failure to occlude (close) fallopian tube(s)"), gallbladder disorder ("gastrointestinal or digestive system condition type: gall bladder surgery") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 50500535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera from 2004 to 2009. Past adverse reactions to the above products included contraception with depo provera. Concurrent conditions included low back pain, bloating, body mass index normal and fibromyalgia since 2005. On (B)(6)2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pain / pain") and fallopian tube spasm ("difficult to perform on the right side due to tubal spasms"). In 2010, the patient experienced depression ("hormonal changes describe: depression / psychological or psychiatric problems- condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6)2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced allergy to metals ("severe allergy to nickel / nickel allergy") and urticaria ("rashes or skin conditions- type: hives"). In (B)(6)2016, the patient experienced gallbladder disorder (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), rash ("skin rashes / rashes or skin conditions type: rashes"), urinary tract infection ("infection (bladder/ d urinary tract/vaginal) type: utis"), major depression ("psychological or psychiatric problems condition: major depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain / loss (specify which one) weight gain") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (surgical removal of coil(s), bilateral salpingectomy, hysterectomy (full)) and surgery (gall bladder surgery). Essure was removed in (B)(6)2017. At the time of the report, the fallopian tube perforation, device dislocation, gallbladder disorder, genital haemorrhage, abdominal pain lower, allergy to metals, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, fallopian tube spasm and fibromyalgia outcome was unknown, the pelvic pain, rash, migraine, headache, alopecia and urticaria had resolved, the depression and major depression was resolving and the fatigue had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, fatigue, fibromyalgia, gallbladder disorder, genital haemorrhage, headache, major depression, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6)2010: unilateral occlusion, migration of essure device; on (B)(6)2010: unilateral occlusion, migration of essure device on (B)(6)2010 and (B)(6)2010 hysterosalpingogram shows unilateral occlusion (left tube occluded), migration of essure device, other (please describe) essure coils in mid right and left pelvic cavity. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received event " fibromyalgia" was added. Reporter information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's concurrent conditions included low back pain and bloating. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain / pain"), allergy to metals ("severe allergy to nickel") and rash ("skin rashes"). The patient was treated with surgery (surgical removal of coil(s), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, abdominal pain lower, pelvic pain, allergy to metals and rash outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, device dislocation, genital haemorrhage, pelvic pain, perforation and rash to be related to essure. The reporter commented: she had need for additional surgery . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain / pain"), allergy to metals ("severe allergy to nickel") and rash ("skin rashes"). The patient was treated with surgery (remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the perforation, genital haemorrhage, abdominal pain lower, pelvic pain, allergy to metals and rash outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, pelvic pain, perforation and rash to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.